Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) conductor wire was found damaged. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, but the conductor wire is not exposed. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint regarding damaged conductor wire was confirmed by failure analysis. Causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.